Event description:
It was reported that at follow-up appointment, loss of capture was noted from this left ventricular (lv) lead. Boston scientific technical services (ts) was contacted and confirmed that there was intermittent capture loss with increased threshold measurements. Additionally, high, out-of-range pacing impedance (>3000 ohms) was observed. Ts suggested that the device output could be increased, and it was confirmed that this patient is not suitable for a lead revision procedure. At this time, the lv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at follow-up appointment, loss of capture was noted from this left ventricular (lv) lead. Boston scientific technical services (ts) was contacted and confirmed that there was intermittent capture loss with increased threshold measurements. Additionally, high, out-of-range pacing impedance (>3000 ohms) was observed. Ts suggested that the device output could be increased, and it was confirmed that this patient is not suitable for a lead revision procedure. Recently, cross-talk over-sensing was also noted. It was indicated that the physician will be informed, but likely no changes will be made due to the patient's complex medical history. At this time, the lv lead remains implanted and in-service. No adverse patient effects were reported.